Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had a difficulty communicating with the remote and was difficult to connect with the charger due to its placement was too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.